Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor alert test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had critical block. The customer¿s blood glucose e level was 220 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.